Event description:
Low pco2 result incompatible with the patient's clinic. The doctor made the complaint after releasing the results analyzed on 06/05/24 at 3:40 pm, pco2 of 11.3 mmhg. However, the laboratory had already released a pco2 of 10.7 mmhg at 08:44, and a pco2 of 11.2 mmhg at 13:56 and the doctor had changed the patient's ventilation parameters considering these results. After the medical complaint, a new analysis of the patient's sample was carried out at 3:50 pm on prime plus and 3:55 pm on prime ccs comp, prime ccs comp released a pco2 result of 10.8 mmhg while prime plus released a pco2 of 33 mmhg. According to the doctor, the prime plus result was compatible with the patient's clinical presentation.

Manufacturer narrative:
A review of the database that was provided indicated that qc was not measured on the morning the questionable results were reported. The last qc analysis was performed more than 17 hours before the suspect sample. Qc measured after the sample analyses failed out of range low for levels 2 and 3. It is likely that qc measured just prior to the results in question would have also failed and alerted the user to stop reporting results for pco2. It is recommended that three levels of qc are measured on a more frequent schedule. Nova biomedical recommends that each laboratory performs the following minimum qc procedures on each analyzer: during each 8 hours of testing, analyze one level of control. Analyze all 3 levels during each day of operation. After performing system maintenance, follow good laboratory practice guidelines for performing quality control analysis. Prime ampuled controls pn 52714/ ln 23229066/ dom 2023-07-28/ exp 2025-01-28 UDI. Prime ccs comp sensor card pn 42033/ ln 24003005/ dom 2023-12-20/ exp 2024-08-20 UDI. Prime calibration cartridge abg pn 53104/ ln 23268041/ dom 2023-09-06/ exp 2025-03-06 UDI.